Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported skin irritation was confirmed. A us distributor reported that a patient developed an itchy rash with broken skin and bleeding underneath the electrodes. There was no alleged device malfunction contributing to the irritation. The patient stated that their doctor prescribed mupirocin cream for the irritation. During a follow-up, the patient stated that the condition of the irritation had improved.